Event description:
Table and c arm in ir (interventional radiology) 2 locked down and physician was unable to take final images in room. After soft reset, hard reset, and complete power down the team was still unable to move the c arm off the patient so they were unable to transfer the patient safely off the table. Biomed arrived and was able to perform an emergency override so the patient could be dislodged. There was a delay in patient care and the final images of the exam could not be obtained.